Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 6 months. The lvad was not explanted from the patient after expiration. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the emergency room on (B)(6) 2018 with a hemorrhagic stroke. The patient was managed for suspected hmii pump thrombus for the past 1 year with increased anticoagulation at home. Patient was on coumadin with inr of 1.8 on (B)(6) 2018; along with lovenox used as medical management for suspected hmii thrombus. Patient arrived at emergency center at (B)(6) still neurologically intact. CT performed and indicated bilateral parietal hematoma. Patient clinical condition deteriorated around 4:45a, at which time patient was intubated and brought to operating room to attempt to surgically resolve the hematoma. Bilateral window performed to alleviate pressure but patient passed away on (B)(6) 2018 due to right occipital intracerebral hemorrhage. The vad coordinator states that the pump was performing fine and death attributed by team and hf cardiologist to be due to the antifactor-xa caused by the treatment with lovenox. No additional information was provided.

Manufacturer narrative:
A direct relationship between the left ventricular assist system (lvas) and the reported event could not be conclusively determined. The submitted system controller log file did not capture any atypical alarms and appeared to show the system functioning as intended. Bleeding and stroke and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.